Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was implanted deeper and higher than the original position. The issue was resolved post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced the ipg eroding. Medical intervention may occur later to address the issue.